Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was fractured. This was discovered via fluoroscopy. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of lead fracture, failed to capture, failed to sense and impedance problem were confirmed. As received, a complete lead was returned in two pieces with the helix extended and clogged blood/tissue. Sem analysis verified all five filars of the inner coil and the outer coil were fractured distal to suture sleeve impressions due to clavicle crush damage. The cause of the reported events was isolated to fractured outer-inner coil filars consistent with clavicle crush damage.

Event description:
Additional information received indicated the fracture noted on the right ventricular (rv) lead led to failure to capture, failure to sense, and impedance issues.